Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator went into back up mode. The high voltage therapy was disabled as a result. The device was restored successfully. The patient was in stable condition.